Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had a seizure. She could not remember the cgm values at the time of the event, however she reported the cgm values were higher than her actual blood glucose level, and her insulin pump infused based upon the cgm values. The patient treated herself (unspecified) and her bg level rose to 105 mg/dl. She felt well after the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.